Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected vitros potassium (k+) results were obtained from a single level of non-vitros biorad multiqual unassayed control, lot 56700 tested on a vitros xt7600 integrated system. Biorad level 1 results of 4.38 and 4.31 mmol/l, vs. The expected result of 2.60 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The customer stated that patient sample results were affected by the event however, no examples of higher than expected vitros k+ patient sample results were provided by the customer. In addition, the customer stated that no higher than expected vitros results were reported outside the laboratory. There was no reported allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 600594.

Manufacturer narrative:
The investigation determined that higher than expected vitros potassium (k+) results were obtained from a single level of non-vitros biorad multiqual unassayed control, lot 56700 tested on a vitros xt7600 integrated system. The assignable cause of the event is a suboptimal calibration. The calibration responses and parameters obtained from the affected calibration appeared atypical to expected responses and parameters. The cause of the suboptimal calibration could not be determined. Acceptable vitros k+ performance was obtained after retesting the same lot of biorad controls after recalibrating the affected vitros k+ slide lot (lot 4102-1091-5006). A vitros k+ slide lot 4102-1091-5006 performance issue did not likely contribute to the event as acceptable performance was obtained after calibrating vitros k+ slide lot 4102-1091-5006 with the same lot of calibrators. A vitros xt7600 integrated system performance issue was not a likely contributor to the event as acceptable vitros k+ performance was obtained on the same vitros xt7600 integrated system after calibrating vitros k+ slide lot 4102-1091-5006 with the same lot of calibrators, without performing any additional actions to optimize the instrument performance.